Event description:
(B)(4) clinical study. Same patient as 2134265-2010-05332. Same case as 2134265-2012-00236; 2134265-2011-03625. It was reported that following a coronary artery stenting treatment procedure the patient experienced recurrent angina and restenosis. The patient presented in (B)(6) 2010. The target lesion was located in the mid left anterior descending artery with 75% stenosis and was 12mm long with a reference vessel diameter of 3.0mm. The physician treated the target lesion with direct stent placement of a 2.5 x 16 mm taxus liberte stent and post dilatation with 0% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2010, the patient experienced angina. Coronary angiography revealed moderate disease (60-70% stenosis) in the circumflex. The lesion was treated with a 3.5x24mm taxus liberte stent and post dilated with a 3.5mm non-bsc balloon. Per the physician, there was good result with no residual narrowing and flow was normal throughout. In (B)(6) 2010, the patient again experienced chest pain and recurrent angina. Coronary angiography revealed 50-70% restenosis in the distal left anterior descending (lad) artery. The lesion was on the distal edge of the stent. The lesion was treated with a 2.5x28mm taxus liberte stent. The final angiogram revealed a good result in the new stent. In (B)(6) 2011, the patient was seen again with unstable angina. The cx stent was widely patent with no obstructive disease. The proximal lad had 50% stenosis and no in-stent restenosis in the mid and distal portions of the vessel. The physician treated the proximal lad artery with a 3.5x30mm non-bsc drug-eluting stent. The stent was post dilated with a 3.0x12mm balloon. In (B)(6) 2011, the patient presented with chest discomfort which was relieved with nitroglycerin, and was then admitted on the same day. Cardiac catheterization revealed multiple in-stent restenosis along with triple vessel coronary artery disease and CABG was planned. The subject underwent CABG with lima to lad, reverse svg to om, reverse svg to diagonal, and reverse svg to distal rca. The event was considered resolved without residual effects and the subject was discharged.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).